Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was duplicated and attributed to a faluty pace/defib engine board. The customer declined the repair. The device was returned to the customer labeled "not for clinical use". Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.